Manufacturer narrative:
The centrifuge and rotor were returned to the MFR for investigation and repair. Upon inspection by the MFR it was noted that the rotor was not the current version. No damage or defects were found to the printed circuit board, power supply, drive assembly, balance assembly, lid latch assembly, or centrifuge feet. The rotor was replaced and the unit was repaired and returned to the customer. (B)(4).

Event description:
A customer in the united states reported a rth8 rotor broke and the statspin express 4 centrifuge fell onto the floor. The customer indicated that this had happened while the operator was performing speed checks. The centrifuge started to vibrate vigorously and fell off the bench onto the floor. The power cord was unplugged and the centrifuge stopped. When opened it was found that the rotor had shattered. No components escaped the centrifuge, and no personnel were injured. The customer indicated that the shield was in place at the time. There were no samples lost because they were running it empty for speed checks. There was no smoke or fire.